Event description:
This case was initially received via regulatory authority (B)(4)) on 24-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain episodes in lower abdomen"), genital haemorrhage ("abundant bleeding episodes") and bladder perforation ("bladder perforation") in a (B)(6)year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain episodes"), dizziness ("dizziness") and headache ("headaches"). On an unknown date, the patient experienced bladder perforation (seriousness criterion hospitalization). The patient was hospitalized for 17 days. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, arthralgia, dizziness and headache outcome was unknown and the bladder perforation had resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, bladder perforation, dizziness, genital haemorrhage and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed 426. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1713467) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain episodes in lower abdomen"), metrorrhagia ("metrorrhagia"), device intolerance ("intolerance to essure") and bladder perforation ("bladder perforation") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2003, vaginal delivery in 2004 and tobacco user. Previously administered products included for an unreported indication: iud until (B)(6) 2013. Concomitant products included ferrous sulfate (tardyferon), levonorgestrel (mirena) since(B)(6) 2013, paroxetine and propranolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain episodes"), dizziness ("dizziness") and headache ("headaches"). In 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), allergy to metals ("the patient had allergy to chrome, cobalt and strongly to nickel. There was also allergy to potassiu"), ovarian cyst ("functional ovarian cysts"), migraine ("migraines") and asthenia ("chronic intense asthenia, especially in the second part of menstrual cycle"), experienced bladder perforation (seriousness criterion hospitalization), lasting 17 days and experienced menstruation irregular ("iregular menstrual cycles for 3 months"), lasting 3 months. The patient was hospitalized for 17 days. The patient was treated with surgery ((B)(6) 2017, total hysterectomy and bilateral salpingectomy were performed). Essure was removed on (B)(6) -2017. At the time of the report, the abdominal pain lower, metrorrhagia, device intolerance, arthralgia, dizziness, headache, allergy to metals, ovarian cyst, menstruation irregular, pelvic pain, migraine and asthenia outcome was unknown and the bladder perforation had resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, bladder perforation, dizziness and headache with essure. The reporter considered allergy to metals, asthenia, device intolerance, menstruation irregular, metrorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013, removal of iud, insertion of essure and placement of mirena were performed. Four trailing coils on right, five trailing coils on left. Irregular menstrual cycles starting three months earlier associated to pelvic pain. Total hysterectomy and bilateral salpingectomy were performed due to intolerance to essure and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's relevant history, concomitant drugs were added. Event "abundant bleeding episodes" was changed to "metrorrhagia". New event added: intolerance to essure, functional ovarian cysts, irregular menstrual cycles for 3 months, pelvic pain, migraines and chronic intense asthenia, especially in the second part of menstrual cycle. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain episodes in lower abdomen"), genital haemorrhage ("abundant bleeding episodes") and bladder perforation ("bladder perforation") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain episodes"), dizziness ("dizziness") and headache ("headaches"). On an unknown date, the patient experienced bladder perforation (seriousness criterion hospitalization), lasting 17 days and experienced allergy to metals ("the patient had allergy to chrome, cobalt and strongly to nickel. There was also allergy to potassium"). The patient was hospitalized for 17 days. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, genital haemorrhage, arthralgia, dizziness, headache and allergy to metals outcome was unknown and the bladder perforation had resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, bladder perforation, dizziness, genital haemorrhage and headache with essure. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: new information received from attorney via legal department: essure were inserted on (B)(6)2013 and removed on (B)(6)2017. The patient also had allergy to chrome, cobalt and strongly to nickel, there was also allergy to potassium dichromate. New reporter was added (lawyer). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.